Event description:
Alaris medley maintenance mode displays inadvertently. Normal mode of entry to the maintenance mode is the simultaneous depressing both the tamper switch button -located on the back of the unit- and the on switch -on the front panel of the unit-. The tamper switch is normally a push button switch that toggles the front panel lockout function on and off. In some cases, the stem of that push button can be forced out of alignment and effectively close the switch. When that condition exists, then entry to the maintenance mode is by depressing the on switch. As the on switch is the normal mode of starting the medley for use, if the tamper switch is inadvertently closed, the pump will enter the maintenance mode. This is potentially dangerous as the intent of turning on may be to deliver a therapeutic infusion.